Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that the patient encountered a dvt around the PICC catheter and that the patient was hypercoagulable due to the diagnosis of lymphoma. This complaint report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product states that the practitioners must be aware of complications associated with central vein catheters including thrombosis. It also states that the practitioners must be aware of any current or previous clinical conditions that may limit the use of PICC catheters including thrombosis. A device history record review did not reveal any manufacturing related issues. No sample was returned; however, the reported patient condition appears to have caused or contributed to this complaint. Therefore, the probable cause of this complaint is operational context. No further actions will be taken.

Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported a lymphoma patient who had a chloragard PICC in place encountered a dvt. Follow up information states the catheter was being used in a (B)(6) male patient's right brachial vein in the oncology department. Symptomatic non-occlusive thrombus was around the PICC in the subclavian vein only. The patient had multiple other occluded veins due to peripheral IV's. Very hypercoagulable due to new diagnosis of lymphoma. As a result, the patient was placed on a heparin drip.